Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system suffered an infection, with the electrode fixation at the fascia becoming detached from the patients fascia and the electrode dislodged as a result. Subsequently, this s-ICD system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however a response was not received. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system suffered an infection, with the electrode fixation at the fascia becoming detached from the patients fascia and the electrode dislodged as a result. Subsequently, this s-ICD system was explanted. No additional adverse patient effects were reported.